Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a back-up alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the central processing unit printed circuit board assembly (cpu pcba) needed to be replaced to return the device to working condition. The customer's bio-med replaced the cpu pcba to resolve the issue and bring the device back to functionality.